Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Tandem customer technical support (cts) educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting, however the customer chose to adjust settings to address the issue. The customer declined additional assistance from cts regarding this issue. There was no adverse effect to the customer's blood glucose level.